Event description:
The following has been reported: "while on site with a customer they mentioned that overnight they were having issues with an agilia sp pca wifi device. This device was alarming with a technical code error 51." Error 51 is described by the technical manual as a defective speaker. Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.